Event description:
It was reported that (2) lcsc5 were used during a laparoscopy nephrectomy procedure. It was reported by the rep that during case surgeon received constant tones and lockout with both disposables and the luke handpiece. The handpiece and disposable lcsc5 were changed out again to complete the case. There was no consequence to pt.